Event description:
The customer contacted baxter's (B)(4) regarding a check heater line alarm, which occurred on the homechoice (hc) during use during fill 1. The fill volume (fv) equaled 13 ml. The baxter technical service representative (tsr) had the home patient (hp) pull up/down on lines near door, flip heater bag over, slide heater line clamp down line, recheck frangible/port on heater bag and check lines for kinks/fibrin/air. The hp stated he has air in patient line. The alarm repeated. The tsr advised the hp that they would need to start over with new supplies. The tsr assisted the hp to end therapy. The hp would start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement at the time of this reported problem. (B)(4) contacted the home patient (hp) on (B)(6) 2011 regarding the reported problem. The hp stated they started over with new supplies, the sample was discarded and the lot number was provided at the time of the original call. The hp stated they have continued therapy with no injury or medical intervention as a result of this incident.

Manufacturer narrative:
(B)(4). The complaint was not confirmed in the lab due to a lack of a sample. A batch review was performed on the associated lot with no issues noted. The root cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.